Manufacturer narrative:
Plant investigation: the actual sample from code 03-2722-9 was received without it¿s original package. During disinfection the alleged failure was confirmed, a leak was found from red "t" connector to the heparin line.. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred approximately one hour into the patient¿s hemodialysis (hd) treatment. The nurse stated that the tubing was frayed and the blood leak was visually observed on the tubing from the heparin infusion line. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and successfully completed treatment with the same supplies. The lot number of the bloodlines was unknown. The complaint device was available to be returned to the manufacturer for physical evaluation.